Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue could not be reproduced or confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high flow insufflation unit made an error sound during surgery, all displays except the power button disappeared, and the air was no longer supplied. After the staff turned the power on again, it was able to be used, but the unit stopped working after approximately five minutes. The issue was found during a therapeutic procedure that was completed using a similar device. There were no reports of patient harm. No additional anesthesia was required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the front panel was turned off due to a failure of the pressure sensor on the main board. Therefore, air supply became impossible, and an error tone sounded. However, since the event could not be reproduced during evaluation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.